Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having pain that required the hemi be revised to a total shoulder replacement. Stem was left in place, humeral neck and himeral head were removed and replaced, in addition to implanting a glenoid.